Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a meniscal repair procedure on (B)(6) 2015. During the procedure, two anchors failed to deploy down the cannula. An additional curved marxmen and straight marxmen were used to complete the procedure. No further information has been provided.